Event description:
The customer reported via phone call that the insulin pump sustained a crack to the display screen that rendered the display illegible. The customer stated that the insulin pump worked fine but she could not read the liquid crystal display screen. She stated that the insulin pump had been bumped, leading to the physical damage. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.